Manufacturer narrative:
(B)(4). Batch # t92l4u. Date of event it 2019. Event day and event month were not provided. Investigation summary: the analysis results found that the device was received with the tissue pad detached and returned with a small portion in a plastic bag. There was also evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and a gen11, and the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, there was a faulty harmonic ace+7. The device passed pre-run test and there were no generator error messages. However, the white tissue pad fell off the jaws ten minutes into the procedure so they stopped using it. The patient was not effected and the case continued with another device. There was no patient consequence.